Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). After evaluation of the instrument data, the tsc specialist did not find an instrument malfunction. Prior to calling tsc, the customer noticed that the sample diluent was running low and replaced it. The customer then repeated the sample on the same instrument as well as a new sample and results were within expected range. The cause of the discordant, falsely low sodium and chloride results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low sodium and chloride results were obtained on one patient sample on a dimension exl with lm instrument. The sample was repeated once prior to troubleshooting on the same instrument and resulted higher. After replacing the sample diluent , the sample and a redraw were both run on the same instrument and resulted higher than the previous obtained results. Along with a new sample on the same instrument and resulted higher. No results had been reported to the physician(s). There were no reports of patient intervention or adverse health consequences due to the discordant, falsely low sodium and chloride results.